Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. It was noted that morphology changes and severe non-physiological noise lead to the inappropriate therapy. Post shock the signal went back to normal. The patient was hospitalized and technical services (ts) was consulted to review the data. It was noted that the patient has been discharged home with normal follow-ups. Upon review of the information ts noted that the episode showed sudden loss of cardiac signal in combination with non-physiologic artifacts and baseline shifting. Ts statedthat the noise is consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed possible causes and further troubleshooting options. The s-ICD and electrode remain in service and no adverse patient effects have been reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.